Event description:
While dr (B)(6) was using the enseal during a vaginal hysterectomy, the jaws on the device would not close around the tissue after using it only once. A second one was opened and worked fine.